Manufacturer narrative:
Investigation summary: one device was received for investigation. The device was visually inspected. Upon inspection, it was determined that the device had a pinhole. The reported complaint is confirmed. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
D4: lot number, expiration date, full UDI number, and h4: manufacture date are unknown; no information has been provided to date. E1. Initial reporter phone numbers: (B)(6). H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that prior to the intubation of a patient, a tracheal intubation tube was opened and tested. A leak was identified in the device balloon. There was no patient involvement or adverse event reported.